Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer¿s mother reported via phone call that the insulin pump had reset itself in the middle of the night. The insulin pump had also made a crazy noise. The customer had called to report the issue and was told to take the battery out. They reported that the customer received a watchdog timeout alarm. Troubleshooting was performed. They stated the alarm did not clear with the escape and act button. They were advised to remove the battery from the insulin pump and leave it out for two hours. They stated that the display did not return. The customer¿s blood glucose level was 59 mg/dl. They declined troubleshooting for the low blood glucose. Due to the customer¿s mother being uncomfortable with the insulin pump, the insulin pump was returned for analysis.

Manufacturer narrative:
The insulin pump was monitored for several days. The device was received with all operating currents within specification and passed functional testing including the rewind, unexpected restart error test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. No unexpected constant tone, unexpected rest itself and unexpected alarms anomalies were noted during testing. The insulin pump was received with minor scratched lcd window, cracked case at the display window corners, cracked battery tube threads and broken reservoir tube lip.